Event description:
Order for PICC line placement for IV antibiotic therapy IV team attempted placement. Tried to advance wire through needle; met resistance, pulled back wire, dropped needle perpendicular to arm and readvanced wire; wire seemed to advance further, but again met resistance; wire retracted; wire resistant to removal. When needle and wire removed the last remaining portion of wire snapped off. X-ray confirmed 2cm linear radiopaque density in right upper arm; ir consulted and concerned surgery consulted - recommendation not to remove with surgical intervention as foreign body placed during sterile procedure and likelihood of subsequent infection was low.